Event description:
Caller reported a cartridge alarm 30, and there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue with consecutive cartridge alarms and decided to replace the pump with a new one that has updated software. Customer was advised to use insulin delivery backup therapy mdi, instructed on various steps related to pump return and storage, and informed about precautions for using a g7 sensor with the replacement pump. Replacement pump was sent without requiring a signature for delivery.